Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 200 mg/dl to 500 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer reported they did receive a sensor updating and change sensor alerts. Customer was assisted in performing test on transmitter and it passed. The device will not be returned for analysis.